Manufacturer narrative:
During the reagent registration process, the database (db) is checked if there is already a reagent existing in the db of the particular test. If there is no such information, the assay is registered as a new test. The default first measuring unit is set as the initial setting during the new test registration. The investigation found that when the old reagent pack was registered at 7:35 am on 01-october 2021, the reagent data of the oldest reagent information was erased because the reagent information had surpassed 300 entries. This is is according to specification. The investigation found when the reagent was newly registered at 5:39 pm on 04-october 2021, the test items were newly registered and the default value of the first unit, piu/ml, was set instead of the second unit, ng/ml. This is is according to specification. The investigation did not identify a product problem.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of a software malfunction, resulting in questionable elecsys prolactin assay results for 2 patients tested with a cobas e411 disk. The customer alleges that the unit of measurement was changed by the e411 from "ng/ml" to "iu/ml" without any user intervention. The questionable results were not reported outside the laboratory. The repeat results were from an unspecified competitor analyzer in an external lab. Patient 1¿s initial result was 249.6 iu/ml; the repeat was 8.2 ng/ml. Patient 2¿s initial result was 534.7 iu/ml and 498.6 iu/ml; the repeat was 18.7 ng/ml. The elecsys prolactin assay used was lot 52654301 and had an expiration date of 30-jun-2022.